Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty autocal valve on the smart pneumatic module board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by zoll medical (B)(4). The report was observed during review of the visual data. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime - 1051" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.